Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the exp ti poly screw 8mmx40mm (part# 179712840, lot# rl146763 qty# (B)(4)) was returned and received at us cq. Upon visual inspection, it is observed that the screw was broken along the shaft into two pieces. The broken end of the shaft was not returned. The reported complaint condition of the broken end remaining in the patient cannot be confirmed as no postoperative radiographs were provided. No other issues were found with the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to post manufacturing damage. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the exp ti poly screw 8mmx40mm (part# 179712840, lot# rl146763 qty# (B)(4)). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for exp ti poly screw 8mmx40mm was conducted identifying that lot number rl146763 was released in a single batch. Batch1: lot was released on mar 22, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: mni, nkb, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent surgery with the polyaxial screw in question. On an unknown date, the screw was confirmed to have broken in the patient. The screw was removed in revision surgery and replaced. However, the screw tip remained in the patient. There is no further information available. This report is for one (1) expedium spine system polyaxial screw 5.5 x 8 x 40mm. This is report 1 of 1 for (B)(4).